Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During a revision surgery, the physician confirmed that the device was unable to cycle due to a leak. During the procedure, it was discovered that the system was empty. The device was then explanted and replaced. There were no further patient complications.